Manufacturer narrative:
(B)(4). The ventilator was evaluated by a third party service provider and the power supply was replaced, which resolved the issue. Medtronic was not authorized to conduct the repair.

Event description:
It was reported that the ventilator's power supply was faulty. The ventilator was not on a patient at the time of the event.